Event description:
The eagle eye ivus catheter was used to ultrasound the left pop-liteal artery using a 4f sheath; no guide was used. The approach was contra-lateral. The advancement of the catheter was uneventful and a great image was obtained. When removing the ivus catheter through the 4f sheath, resistance was met and part of catheter sheared off. A snare was used to retrieve the portion of the catheter left in the pt. There were no pt complications.